Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported receiving a motor error alarm on the insulin pump during bolus. Customer's mother stated that this error alarm had occurred about five times on the day of the call. Customer's mother also stated that the insulin pump had recently been exposed to an xray. Blood glucose level was 238 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched display window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and broken battery tube threads.